Manufacturer narrative:
(B)(4). Pump received with damaged motor slide. Unable to perform the displacement test due to damaged motor slide. P-cap/reservoir locked properly in place. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button. Pump received with missing display window cover. Pump received with serial number label damaged/faded. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that a part of the insulin pump came off but unable to describe which part of the insulin pump came off. The customer stated that the sticker and label at the back had worn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.